Manufacturer narrative:
Other products affected by this issue are: axsym troponin-I adv reagent pack; lot # 49238m200, 49238m201, 49238m202, 49238m203, 51411m100, 51411m102. Axsym toxo lgg reagent pack; lot # 49109m100. Axsym rubella lgg reagent pack; lot #49146m100. Axsym ca 125 reagent pack; lot # 49467m200. Axsym ca 15-3 reagent pack; lot # 48100m200, 50118m100, 50152m200. Axsym ausab reagent pack; lot # 45304m201, 45304m200. Axsym folate reagent pack; lot # 49488m200, 50483m200. Axsym myoglobin reagent pack; lot # 46718m100. Axsym toxo igm reagent pack; lot# 49114m100. Axsym rubella igm reagent pack; lot# 50061m100. Axsym cmv igg reagent pack; lot# 48069m200. Axsym anti-hcv reagent pack; lot# 49454m200, 50006m100, 51129m100, 51130m100. Axsym cmv igm reagent pack; -not cleared in us, lot# 48839m100, 50450m100, 51252m100. Axsym havab-m 2.0 reagent pack; lot# 48466m100, 50410m200. Axsym core 2.0 reagent pack; lot# 49633m100. Axsym core-m 2.0 reagent pack; lot# 50589m100. Axsym havab 2.0 reagent pack; lot# 48132m200, 48139m200, 51069m100. Axsym hbsag reagent pack; lot# 49492m200, 50672m100, 50261m100. This is a final report. End of report.

Event description:
Failure to actuate (open) defects for axsym reagent packs assembled at the lake county site have been observed. The reagent packs affected are listed. Customers have noticed the following defects: broken cap hinges, separation of the flipper bar from the caps and caps that will not remain open once actuated. Customers have also experienced probe crashes. The cause of this issue has been identified and corrected so subsequent manufactured lots are not affected. Defective reagent packs which are not detected by the customer and used on the axsym instrument could result in a probe crashing into either the top of the flipper bar or reagent bottle cap top. The instrument will display an error code. There is no impact to analytical pt results or user safety, but a probe crash could delay the reporting of stat results. A recall was issued and reported under 21 cfr 806 to the FDA on may 1, 2007. Abbott has not received any reports of adverse events related to this issue.